Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding charge. Additionally, it was reported that the touch screen was intermittently unresponsive. It was also reported that the wake button intermittently stopped working. The customer declined to troubleshoot the reported issues and did not provide any further information. Customer's blood glucose was 115 mg/dl at the time of the report.